Manufacturer narrative:
(B)(4). Evaluation summary: the clip delivery system (cds) was returned for analysis. Functional testing for the reported failure to adhere or bond could not be tested as it was related to patient condition/procedural circumstances and could not be replicated in a testing environment and therefore could not be confirmed. Device analysis found that one of the frictional elements on the gripper arms was missing. The missing element was not initially reported and further investigation could not determine if this occurred during the procedure or post procedure while preparing the device for packaging. No other damage was found. Potential causes for failure to adhere or bond are, but not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique and procedural conditions (procedural circumstances influencing the ability to grasp the leaflets). In manufacturing, all devices are subject to visual and functional inspection to verify product quality. Review of the device history record (DHR) confirmed this device passed all in-process and final inspections, including verification that the clip and its components functioned as expected. Based on the review of the DHR, this lot met specification. There were no non-conformances issued for this lot that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents of failure to adhere/bond reported for this lot. The user also did not report any issues while functionally inspecting the cds during device preparation, which is an indication that the device was functioning properly prior to use. With respect to the patient condition, procedural conditions and/or user technique, the difficulty in grasping both leaflets may be influenced by the difficulties with visualization, suboptimal imaging or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. In this case, the information provided in the case details stated that the first clip was able to be placed onto the leaflets and deployed as it had a good grasp of the leaflets, reducing the mitral regurgitation (mr) from 3-4 to 3. However, after deployment of the initial clip, a slit in the leaflet near the clip appeared creating a huge gap between the leaflets. It was further stated that the visualization was challenging. Therefore, the challenging anatomy due to the huge gap between the leaflets created by the slit along with the suboptimal imaging resulted in the inability to grasp both the leaflets. Based on the information reviewed, the reported difficulty grasping both the leaflets appears to be related to patient/procedural conditions and not a product quality deficiency. There does not appear to be any evidence of a quality deficiency associated with this device. The reported patient effect of mr is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed medwatch, additional information received indicated that the second clip used was to help reduce the mitral regurgitation grade and not due to the slit in the leaflet. During device analysis of the clip delivery system (10317545/(B)(4)), one of the frictional elements from the clip arm was found to be missing. There was no report of any post procedure device manipulations or clip inspections that may have caused the frictional element to detach. No additional information was provided.

Event description:
This report is filed as the mitral regurgitation grade increased while it attempting to grasp the leaflets with the clip (10317545/(B)(4)). The increased mr grade is considered patient injury. It was reported that during a mitraclip procedure, after placing the clip (10312245/(B)(4)) onto the leaflets, the clip was deployed as it had a good grasp of the leaflets. The mixed mitral regurgitation grade (mr) was reduced from 3-4 to 3. However, after deployment, a slit in the leaflet near the clip appeared. A second clip (10317545/(B)(4)) was used, but it was difficult to grasp the leaflets due to a huge gap between the leaflets that was created by the slit. The 2d and 3d imaging were not useful. During the attempt to place the second clip, the mr increased from 3 to 3-4. The second clip was not implanted as it was unable to grasp both leaflets. The procedure was aborted. The mr grade remained at the preprocedure grade of 3-4 with the implantation of one clip. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Mitraclip system: lift, support plate, stabilizer, steerable guide catheter, 1 implanted mitraclip the clip delivery system is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The mitraclip (10312245/(B)(4)) referenced is being filed under a separate manufacturing report number.